Event description:
The tech alleged the side rail will not stay in the raised position. No patient impact.

Manufacturer narrative:
The tech replaced the side rail pivot block and screws to resolve the issue.